Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern regarding latch alarming with and without cassette was not duplicated. No alarm was present when flipping latch closed. Per the high alarm and customer concern, the latch/lock optic flex will be changed as a preventative measure. Service replaced the latch/lock optic flex. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump alarms every time the latch is closed with or without the cassette. There were no reported adverse events.